Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up on the device, the physician noted an instability of sensing, capture and impedance on the ventricular lead. The lead was capped and replaced.